Event description:
The patient reported that the buttons have to be pressed multiple times to elicit a response from the keypad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.